Manufacturer narrative:
Method: mechanical evaluation. Results: the likely cause of this event is excessive angulation or off-center placement of screw causing shoulder damage to screw (misuse of guide or freehand technique). This would cause the screw to advance beyond the plate as seen in this event. Conclusion: the returned zero profile two-level acp was confirmed to have a deformed locking ring. No review of the manufacturing records for this product was done because there were no other problems in this lot. This event resulted in a 5 minute delay in surgery and no adverse consequences to the patient were reported.

Event description:
It was reported that the locking ring on zero profile reflex hybrid plate pulled out while inserting screw.

Event description:
It was reported that the locking ring on zero profile reflex hybrid plate pulled out while inserting screw.